Manufacturer narrative:
Sensor (B)(6)was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data were extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) and sensor termination on the body. Inspected the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The sensor was successfully reprogrammed but attempts to activate the sensor were unsuccessful. The sensor was de-cased and evidence of corrosion was observed on the pcba (printed circuit board assembly) and the battery. The battery voltage was measured to be within specifications. An extended investigation was also performed. Data was extracted using approved software. The sensor was observed to be in sensor state 6 (indicating abnormal termination). The sensor was reprogrammed, and a known-good reader was used to activate the sensor. The sensor failed to activate and sensor state 6 was still observed. Replaced application-specific integrated chip (asic) with a known good asic in effort to reprogram the sensor. Attempted to activate the returned sensor using a known-good reader, however activation failed and the sensor state remained as sensor state 6. Adc is therefore unable to further test the alarm issue reported by the customer. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated from (B)(6) to (B)(6).

Event description:
The customer reported his adc freestyle libre 2 sensor did not alarm at the set alarm limit and consequently experienced unspecified symptoms of hypoglycemia. The customer was incapable of self-treating and a non-hcp administered oral glucose as treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported his adc freestyle libre 2 sensor did not alarm at the set alarm limit and consequently experienced unspecified symptoms of hypoglycemia. The customer was incapable of self-treating and a non-hcp administered oral glucose as treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.